Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿

Event description:
It was reported that the cartridge leaked. Reportedly, the customer had overfilled the cartridge. A cartridge change was performed to address the issue. Additionally, it was reported that the customer experienced resistance when filling the cartridge. A new cartridge was successfully filled to address the issue. The customer's blood glucose level ranged between 150-200 mg/dl.